Event description:
It was reported that the inferior plate of a mobi-c implant disassembled after it was installed intra-operatively. There was a delay of 4 minutes while the implant components were removed and replaced. There were no patient impacts.

Manufacturer narrative:
This device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d4: lot number and UDI number, d9, g1, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed no damage to the device, and it was returned properly assembled. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the inferior plate of a mobi-c implant disassembled after it was installed intra-operatively. There was a delay of 4 minutes while the implant components were removed and replaced. There were no patient impacts.